Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure for multilevel spinal fusion. It was reported that after the imaging spin the surgeon felt inaccurate 2-3mm lateral. The site believed the reference frame was moved as the suction tubing was moved in and out over the frame. Navigation was aborted and the site used imaging scans to continue. The procedure was completed by using the o-arm images and c-arm when needed. The same navigation system was used and there was no need for an open procedure. The patient was successfully registered and accuracy confirmed. There was a reported delay of 30 minutes and no reported impact to patient outcome.